Event description:
Procedure: gynecologic (unspecified). Reportedly, the surgeon attempted to seal the large vessel and the broad ligament with the ligasure device. When the surgeon cut the seal, it bled. There was not a complete seal noted. No pt injury reported.